Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed tot he reported event. The pt's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the pt's medical records which were provided to davol by the pt's attorney: (B)(6) 2009 - the pt was implanted with a bard mesh device. The pt's attorney alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.